Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right ventricle lead was tested and a clean egm was unable to be obtained due to noise. The lead was not used and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.